Manufacturer narrative:
(B)(4). Date sent: 04/19/2021.

Manufacturer narrative:
(B)(4). Unknown; captured as awareness date. Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that , claimant underwent a robotic assisted laparoscopic low anterior resection for cancer at the rectosigmoid junction. Patient had history of ischemic stool for approximately six months and had lost 50 lbs. During the procedure a ¿29mm eea¿ device was used to create an end to end anastomosis. Two intact donuts were observed and the anastomosis was leak tested and passed. Patient began passing flatus and had a successful bowel movement on post op day 1; however, developed signs of leak and was reoperated on post op day 2. At reop, a leak of the posterior aspect of the anastomosis was noted and ¿about 1 cm slightly ischemic change was seen.¿ the anastomosis was taken down and the rectal stump had sewn and a colostomy placed. Postoperative course was complicated by development of acute renal insufficiency, low blood pressure, acidosis and ¿unstable conditions with no urine output.¿ approximately one month later, patient underwent additional surgery to drain a retroperitoneal abscess. The surgeon noted extensive adhesions in the abdominal wall and the pelvis and a retroperitoneal abscess extending to the scrotum. He further noted the rectal tissue was ¿friable¿ which prevented colostomy reversal at that time. Two 19-french blake drains were placed as well as a penrose drain. Records indicate post operative course was uncomplicated; however no information is provided as to plans for colostomy reversal."